Manufacturer narrative:
B3: estimated based on the gfe response from the sales representative, considering the progression of the issue over a few months.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the procedure due to the implantable pulse generator (ipg) not holding a charge. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was disposed by the surgery center and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient was doing great.